Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2021 product type catheter pro duct ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2019 product type catheter h3: the catheter was returned, and analysis found no significant anomaly (catheter body deformed in shape however it did not affect the performance of the catheter). H6: all previously reported method and result codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2019 product type catheter product ID 85 96sc lot# serial# (B)(6) implanted: (B)(6) 2019 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient was calling in regards to a spinal headache and forgot to mention at telehealth visit. A catheter dye study was done due to increased pain (previously reported). On (B)(6) 2021 the patient was in the emergency room for symptoms of a spinal leak. On (B)(6) 2021 the patient reported a spinal headache, and a blood patch was performed. The patient still reported a spinal headache, even though the pain went from a 10 to a 4. The outcome was noted as ongoing. The clinical diagnosis was spinal headache, possible cerebrospinal fluid (csf) leak. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 13-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving fentanyl (2000 mcg at 951.08359 mcg/day), bupivacaine (9.9 mg at 4.70786 mg/day), and morphine (5.3 mg at 2.52037 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient reported 30-40% pain relief and not effective sine last visit.  The patient was unable to feel their bolus.  The patient's experienced increased pain after moving furniture.  On (B)(6) 2021 the patient had a catheter dye study (cds) performed.  The cds failed as they were unable to aspirate the catheter.  A catheter revision was scheduled for (B)(6) 2021.  The pump was reprogrammed on (B)(6) 2021 where the medication was decreased.  The outcome was noted as ongoing.  The device diagnosis was unable to enter/withdraw from catheter access port.  The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.  The event date was (B)(6) 2021.  No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on on (B)(6) 2021 the patient reported increased low back pain. The event date was updated to (B)(6) 2021. On (B)(6) 2021 a MRI (magnetic resonance imaging) was performed and revealed apparently healing anteriorly and posteriorly at l5-s1. On (B)(6) 2021 the patient reported minor pain relief with boluses.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8598a; serial# (B)(6); implanted: (B)(6) 2019; explanted: (B)(6) 2021; product type: catheter; product ID 8596sc; serial# (B)(6); implanted: (B)(6) 2019; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient had no reports of headaches on (B)(6) 2021. On (B)(6) 2021, the patient was doing well and boluses were effective. The issue resolved without sequelae on (B)(6) 2021.

Event description:
Additional information was received from a health care professional via a device manufacturer representative on 2021 (B)(6). It was reported that the catheter was revised on 2021 (B)(6) due to the previously reported failed cds and increased pain. An attached photograph taken during the surgery shows the catheter was not lying straight near the anchor. The surgery was completed, the patient reported pain relief and the issue was considered resolved. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID: 8598a, serial# (B)(6), implanted: 2019 (B)(6), product type: catheter, product ID: 8596sc, serial#: (B)(6), implanted: 2019 (B)(6), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was explanted and a new spinal catheter was implanted on (B)(6) 2021.

Manufacturer narrative:
Concomitant medical product: product ID 8598a serial# (B)(6) implanted: (B)(6) 2019 product type catheter product ID 85 96sc lot# serial# (B)(6) implanted: (B)(6) 2019 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.